Event description:
This report is being filed after subsequent review of the following journal article," limited open reduction and internal fixation of displaced intra-articular fractures of the calcaneum", weber m., lehmann o., sagesser d., krause f., the journal of bone and joint surgery (br)2008;90-b:1608-16. A retrospective study conducted between 1995 and 2006 compared a group of patients treated with lateral plating via the extended approach to a group managed by a limited subtalar approach using combined percutaneous and open fixation. The study included 24 patients (average age 42.67 with a range from 16 to 65) with unlateral isolated closed sanders type ii and iii fractures was treated using this technique and compared to a similar group of 26 patients (average age 40.04 with a range from 15 to 64) average age managed by the extended approach and lateral plating. Complication: 4 complex regional pain syndrome (crps). This report is for an unknown-reconstruction plate. A copy of the journal article is being submitted with this medwatch. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed, not conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.